Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut down unexpectedly. Additionally, it was reported that a cartridge alarm (alarm 25) occurred. Reportedly, the customer did not remove the cartridge during pumping. Customer's blood glucose level was 135 mg/dl. Reportedly, the customer successfully loaded a new cartridge and resumed insulin delivery on the pump.